Event description:
It was reported that stent damage occurred. A 3.00 x 12mm synergy xd drug-eluting stent was used for treatment. However, it was noticed that the stent strut was damaged at the middle part. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR.: synergy xd mr ous 3.00 x 12mm stent delivery system, catheter was returned for analysis. Examination of the stent under microscope found no damage. The stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found tip damage. Examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. A 3.00 x 12mm synergy xd drug-eluting stent was used for treatment. However, it was noticed that the stent strut was damaged at the middle part. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported.